Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri). The device is included in the shortened replacement window (srw) advisory and the caller expressed concern regarding this device displaying behavior consistent with the advisory symptoms. A replacement procedure was performed and the device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.